Manufacturer narrative:
Check valve.

Event description:
While onsite to perform preventive maintenance, the manufacturer's service technician reported the ventilator would not pass extended self testing (est) due to a leak at the inspiratory non-rebreathing check valve. The ventilator was not in use on a patient. During evaluation, the service technician reported the check valve body was found detached from the ring. The service technician replaced the check valve and inspiratory module to address the finding. Applicable final testing was completed and tests passed per operating specifications.